Event description:
During a distal demur fracture procedure, when the surgeon was inserting the k wire into the plate, the wire broke off. Broken piece remains in the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.